Event description:
Reportedly, after an mr exam was completed, the technologist smelled smoke, and then smoke and a small flame were observed coming from the inside of the magnet bore of the mr gantry. The la county fire dept was called to extinguish the fire using chemicals. The fire was contained within the gantry magnet bore. There was no pt inside the gantry at the time the fire occurred. No injuries were reported. While the fire was contained within the bore of the gantry, the smell of smoke was pronounced throughout the facility.